Manufacturer narrative:
Pending device return and evaluation.

Event description:
Revision of shoulder components due to potential infection.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. According to our records the device was manufactured to specification and met all acceptance/inspection criteria. Pending device return and evaluation.

Event description:
Revision of shoulder components due to potential infection.